Event description:
Prior to a CABG procedure, the bottom of device too large for hand activation device to fit over it. When nurse tried to change blades, the sheath separated from the blade. Used anotherblade to completed the case. No patient consequence.